Event description:
Customer reported that during prime, a "leak was discovered". The set was replaced and no further incidents were reported. The sample was saved and will be returned to quest. Product lot is unk.

Manufacturer narrative:
Insufficient solvent